Manufacturer narrative:
E1: name: medtronic minimed street: (B)(6). City; (B)(6). State: (B)(6) zip code: (B)(6). Country: united states based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4) manufacturing site: (B)(4).

Event description:
It was reported that the customer experienced severe hyperglycemia with moderate ketones resulting in hospitalization. The customer was treated with intravenous saline solution and insulin.